Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information received indicates that this ICD was explanted, replaced with a different model and was returned for analysis. No additional adverse patient effects were reported.